Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that patient was trying to turn on her implantable neurostimulator (ins) but got a weird screen. Patient services verified and patient was getting the poor communication screen. Patient was instructed to unplug antenna, place pp directly over the ins and sync. This resolved the reported issue. It was noted that there was no telemetry with using the antenna. No patient symptom or harm reported. Additional information from the patient reported they had not notified the healthcare professional (hcp) who did the implanted surgery, because apparently they do not support the manufacturer implant. The patient noted they called his office for help and was told to contact the manufacturer directly. The patient noted they could not get the device to respond/connect to the implant, and then it worked with the one the staff. The patient noted they received a new controller and their life is much better. The patient noted they have an appointment with in (B)(6) 2017 with their new hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the therapy was not on and patient did not know when or how stim got turned off. Patient stated she had a bunch of tests they took really good care of her. Patient experienced a lot of leakage. It was indicted that she had a spectacular fall on (B)(6) and hit her head. She had 32 stitches in her forehead. She never lost consciousness. During the call, patient was instructed to increase amplitude and felt stim in correct area. She had talked to someone from the manufacturer who wanted to come in person but she did not know the date. Patient stated she has moved and needed a new healthcare provider. A couple days later, patient further reported that she has appointment with healthcare provider (hcp) but had not met them yet.